Manufacturer narrative:
The actuator manufacturer is (B)(4). The lift manufacturer is (B)(4). Joerns is sending report to lift manufacturer and actuator manufacturer.

Event description:
It was reported to the manufacturer, by end user, actuator failed while lifting a (B)(6)patient. Patient was over the bed at time of incident. Follow-up investigation revealed the resident and staff were not injured. The actuator for the lift appears to have bent during operation and became non-functioning. Follow up also disclosed that the full-length trapeze over the bed interfered with and affected transfers; additionally, the staff routinely used the emergency descent lever to put the resident back in bed. Cautions on page 9 of the owner's manual specifically state "never disconnect or bypass a control or safety feature because it seems easier to operate the lift." Device has been returned to manufacturer and evaluation is ongoing.